Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a phlebitis occurred in several patients following the insertion of catheters in the hospital, with the onset of symptoms for some patients appearing within 24 hours after catheter placement. The packaging is intact and no visible defect was observed. However, during catheter insertion, there was no blood return even though the device was correctly positioned in the vein. Several clinical signs were reported, including edema, pain, significant redness, and in one case a thrombosis. The affected insertion sites were located on the upper limbs (left and right). The nurses performing the insertions had differing levels of expertise, ranging from beginner to expert within the care unit. The patient initials are (B)(6), female, born on (B)(6) 1992. There was patient involvement.